Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was at a nursing facility at the time of death. The patient received two inappropriate treatment at 06:24:24 at 06:24:53 on (B)(6) 2015. The patient was unconscious at the time of the treatments. It was reported that the patient passed away in his sleep. CPR artifact contributed to the false detections. CPR artifact indicates the presence of bystanders. A review of the downloaded data confirms the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015 at 6:46 am.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, both the monitor and the electrode belt were fully functional and able to detect and treat a patient. Monitor (B)(4): 02/2014 - reuse. Electrode belt (B)(4): 11/2009 - reuse.